Manufacturer narrative:
Manufacturer's investigation findings: investigation of (B)(6) could not confirm the presence of the pledget; however, a photo of the pledget post explant was submitted. The pledget was reported to be located in the inflow of the device upon explant. The heartmate 3 device was exchanged for a new heartmate 3 device. The pledget that was reportedly lost during the original implant was found upon visual inspection of the pump¿s inflow. During implant the surgeon was aware that the pledget had fallen into the left ventricular cavity. The left ventricle was inspected for over an hour and was unable to be located and a decision was made by the team at the time of implant to continue with the pump placement. The patient is currently ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable uncut. The modular cable was not returned. The sealed outflow graft, sealed outflow graft bend relief, and the apical cuff were not returned with the device. The cuff lock was returned intact. The reported pledget was not returned for evaluation. No foreign material, depositions, or thrombus formations were observed during the examination of (B)(6) blood-contacting surfaces. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The controller event log file contained harmonic compensation lvad fault flags through the entirety of the file. No controller faults or alarms were observed throughout the log file. The pump operated above the low-speed limit and appeared to function as intended. The controller periodic log file captured multiple harmonic compensation lvad fault flags were documented almost immediately after implant. The pump operated above the low-speed limit and appeared to function as intended. The lvad event log file revealed that rotor noise changed sporadically ranging from 24 ¿ 64 um. Rotor displacement remained relatively constant throughout the log file. The log file contained multiple hc_ctrl events. The temperature remained stable throughout the log file. The pump appeared to function as intended. The lvad periodic log contained data from manufacturing and implant. Rotor noise changed sporadically ranging from 16 ¿ 68 um. Rotor displacement remained relatively constant throughout the log file. The log file contained hc_ctrl events. The temperature remained stable throughout the log file. The pump appeared to function as intended. Additional log files were collected during hq testing. The lvad event and periodic log files revealed that the device was experiencing rotor noise that was rapidly fluctuating. The log file also captured multiple hc_ctrl events throughout the file. The device appeared to function as intended. The hm3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the hm3 lvas. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The hm3 lvas patient handbook is also currently available. Section 1 of the IFU lists pump thrombosis as adverse events that may be associated with the hm3 lvas. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump was being run at high speed with difficulty achieving enough flow. Spinning 6800 rpm with only 4.0-4.3l without hypertension or any other explainable reason. The site felt a pledget was dropped into the heart during the case that was not retrieved. A summary of the heartmate logs were submitted for review with a newly programmed controller. There were no unusual events seen within the log files. The mcs equipment is operating as expected. Upon further review of the log files it was noted the files began capturing lvad harmonic compensation faults on (B)(6) 2021. The rotor noise was also erratic. This indicates that something may be occluding one of the rotor blades. This was not interfering with the pump operating at the set speed at this time but this may explain the flow issue. The pump was exchanged for a new heartmate 3 device and outflow graft. Customer found the pledget that was in the pump.